Event description:
It was reported that the patient's implantable neurostimulator (ins) was implanted "above" the incision. During the night the patient had difficulty sleeping. The patient had to sleep upright and stated that it was "painful." On (B)(6) 2011, the ins was revised to below the incision. Post revision, the patient's pocket had become "inflamed." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: lead model 3093-33 lot# v742230 implanted: (B)(6) 2011 explanted: na; programmer model 3037 serial# (B)(4).